Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the catheter broke/separated. It was discovered by the operator that the distal detachment segment of the catheter had been detached. The operator decided to remove the detached apollo and replace with a new one to access the vessel. However, the vessel was too tortuous so the new apollo was removed and the surgery was canceled. The catheter was flushed as indicated in the IFU and the devices were prepared as indicated in the IFU. The separation of the catheter was found during use. There was no friction or difficulty during injection, and no force applied during delivery or removal. The catheter tip was not entrapped/stuck. There was no vasospasm and the catheter was not stuck inside the guide catheter. There was no surgical or medicinal intervention required. The broken segments of the catheter remained in the aca of the patient. It was indicated that 1.5cm of the catheter remained in the patient. It was unknown if the patient experienced any symptoms or complications associated with the event. The patient was undergoing treatment for brain avm. The patient's vessel tortuosity was moderate. Ancillary devices include: a neuron 070 (105cm) guide catheter, a envoy 6f 90cm guide catheter, and an asahi .008 guidewire.

Manufacturer narrative:
H3: the apollo micro catheter was returned for analysis within a shipping box; and within a bubble wrap. The asahi 0.008 guidewire was not returned. The asahi guidewire has a labeled distal od (outer diameter) of 0.008/0.010¿ and is hydrophilically coated, as per an online source. Per the apollo micro catheter IFU (instruction for use) the apollo micro catheter is not compatible with guidewires greater than 0.010¿ in diameter. Therefore, the asahi guidewire was found to be compatible for use with the apollo micro catheter. ¿visual inspection/damage location details: upon visual inspection, no damages or irregularities were found with the apollo hub. No bends or kinks were found with the apollo catheter body. The 1.5cm detachable tip was found to be detached from the apollo micro catheter and was not returned. It could not be determined if the apollo usable and distal floppy segment lengths meet specification as the 1.5cm detachable tip was found detached and not returned. The reason for not returning was not provided. Therefore, any contributing factors from the detached tip could not be assessed. No other anomalies were observed. ¿testing/analysis: the apollo total, usable and distal floppy lengths were measured to be within specifications. ¿conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. Tip premature detachment (during navigation or repositioning) can be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. Tip premature detachment can also occur due to too much vessel calcification (tip gets caught and dislodges), repositioning of the micro catheter while it is in a wedged position or with vessels that are in vasospasm, or use of incompatible guidewire. In addition, customer reported the catheter tip was not entrapped / stuck. However, the cause for the tip detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.